Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was to undergo a magnetic resonance imaging (MRI). Technical services (ts) was consulted and review of available data indicated this systems left ventricular (lv) lead exhibited high out of range impedance measurements. Ts discussed this made this crt-d non MRI conditional. The MRI was performed successfully. This crt-d remains in service. No adverse patient effects were reported.